Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was this case completed? Another device was used to complete the case. Were there any patient consequences? No. Please, explain this event: the pieces were not found by the x-ray. Dr. Commented there was possibility the pieces were removed from the body with other tissues. But the pieces were not found outside the patient. The patient was 70s man and was in the hospital. And the current patient status was doing well. Is the information above for this event? Yes. What pieces broke off of this device? I-blade. Was the x-ray done during the procedure? No, it was taken post-op. Was the x-ray done post-op? Yes. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damaged. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It is reported that during a robotics assisted laparoscopic prostatectomy, the jaws became not closed. The unexpected noise was heard when the target tissue was clamped. The target tissue was not thick. Before the event, the jaws had a difficulty in opening, so dr. Repeated touching the target tissues with the jaws and opening the jaws and clamping the target tissues. The pieces were not found by the x-ray. Dr. Commented there was possibility the pieces were removed from the body with other tissues. But the pieces were not found outside the patient. And the current patient status was doing well.